Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral. The 99% stenosed target lesion was located in the calcified and severely tortuous right common iliac artery (cia). This 8.0x20x75cm express vascular ld stent was advanced; however, the stent delivery system (sds) was unable to cross the lesion. The sds was removed from the patient when it was noted the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.